Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the non-calcified left main artery. After advancing a non-bsc guide and crossing the lesion with a non-bsc wire, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. A 3.50x15mm non-bsc stent was advanced but shaft broke and failed to cross the lesion. Following device removal, a 3.50 x 16mm synergy stent was advanced but also failed to cross the lesion. After removal, the strut came out. Finally, the procedure was completed with another of a different device. No complications were reported and the patient's status was stable. A synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to proximal stent rows 1-2 with stent struts lifted and bent back in a distal direction. Damage was also noted to a mid-section stent row with stent struts lifted. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(4). Device is a combination product.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the non-calcified left main artery. After advancing a non-bsc guide and crossing the lesion with a non-bsc wire, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. A 3.50x15mm non-bsc stent was advanced but shaft broke and failed to cross the lesion. Following device removal, a 3.50 x 16mm synergy stent was advanced but also failed to cross the lesion. After removal, the strut came out. Finally, the procedure was completed with another of a different device. No complications were reported and the patient's status was stable.